Event description:
It was reported that on (B)(6) 2026 the surgeon announced a new fortify collapse incident in chuv (lumbar region). This incident was detected after a yearly post-operative check. The patient was operated on (B)(6) 2023 and is currently asymptomatic.

Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.